Event description:
The hcp reported the patient developed withdrawal symptoms of fever, spasm, and vomiting soon after pump replacement in 2006. A study was done and showed a leak at the pump connection. The hcp took the patient back to surgery and reported the connections appeared to be good and no leak was noted. The patient was monitored in the hospital. The reporter did not know if any supplemental treatment was provided. The patient is reported to have recovered without sequela.